Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure a pneumothorax was identified by the physician using an intraoperative cbct spin. The physician paused the ion portion of the procedure to insert a chest tube. After approximately 20-30 minutes, once the lung was re-inflated and the patient was stable, the procedure resumed and the ion portion of the procedure was completed. The patient was admitted to the hospital for observation following the procedure. The physician was uncertain regarding the cause of the pneumothorax. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.